Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The pump was retuned and no abnormalities were found. The root cause of the delivery issue was most likely due to patient condition since impella 5.5 couldn't be placed due to vascular anatomy of the 75-year-old male patient. Added- d9 device return date in accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The complainant reported the impella 5.5 was unable to be placed due to the anatomy of the 75-year-old male patient. There was no reported patient harm.